Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife called to report that her husband passed away while wearing the insulin pump. She stated that the cause of death was the customer's heart and also diabetes as a secondary cause. The customer's wife agreed to return the insulin pump for analysis.